Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient was taken to the emergency room (ER) by ambulance and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 600 mg/dl. For treatment, the patient was given a manual injection of morphine and insulin. The patient was also put on a intravenous (IV) drip and was administered phenergan. The patient was reported to be vomiting and suffering from stomach pain. The patient was still at the ER at the time of the call. The pod was worn longer than 48 hours on the arm.